Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia. The customer¿s blood glucose level was unknown at time of incident. The customer was treated with emergency room visit. The customer stated that the pump was rejecting brand new batteries. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. The test battery was removed and reinserted with no failed battery test alarm noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No charge or battery anomaly, power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or replace battery now alarm noted in the device trace download. Device uploaded properly using care link. Device had missing scratched display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).